Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting 2 false negative sars results. Customer states the results were confirmed positive by pcr. Report 1 of 2.

Manufacturer narrative:
Updates made: d4: update made; added lot number. B4; date of report ; updated to today's date. H6: added type of investigation code 3331. Updates to manufacturers narrative; investigaqtion summary: add- a review of the DHR found that the lot met all release criteria. Change root cause to : can not determine.